Manufacturer narrative:
The replaced switches were returned for evaluation. It was found that the tabs that mount the internal switch mechanism were broken. It is likely the tabs have failed due to usage fatigue.

Event description:
It was reported that "one of the angle switches going from 45 degrees to 90 degrees on its own."additional information confirmed that the c-arm continued moving after reaching a certain angle. No injury reported. A field engineer was dispatched to the site. It was determined that the c-arm rotation switches were sticking and were replaced. Once this was completed, the system was working as intended.